Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 iabp, and was unable to reproduce the reported issue of the unit "making a strange noise." In attempts to replicate the issue as to determine the cause of the reported issue, the fse ran a calibration check, and the unit passed successfully. The fse also attempted to run the unit on test balloon for approximately 45 minutes and was unable to reproduce the issue. The iabp was then released to the customer for return to clinical service. Full event site name: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) made a strange noise and vibrated loudly. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) made a strange noise and vibrated loudly. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.